Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error and was not confirmed. The patient stated that she disconnected herself and changed out the heater bag only, reused the rest of the supplies during therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting for a check heater line alarm the patient stated that she had already disconnected herself and had already changed out the heater bag before she called baxter. The baxter technical service representative (tsr) explained the alarm and explained to the patient to start over with new supplies. The tsr explained to the patient that she could not just switch out bags on the hc during the therapy. The patient understood and would start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.